Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 12mm synergy? Xd drug-eluting stent was advanced for treatment of coronary calcium. However, during the procedure, the stent was detached from the stent delivery system due to calcification. The device was removed with the guidewire, and the procedure was completed with an alternate device. No patient complications were reported.